Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. (B)(4). - initial MDR.

Event description:
The customer reported that the vela ventilator alarmed transducer fault and the unit fails in transducer calibration. The customer confirmed that there was no patient involvement associated with the reported event.